Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an upgrade procedure the patients clavicle was very tight and the physician had to pull the lead out and re-stick the subclavian. During the process of removing the lead, the lead was stretched and physician was worried about reusing the lead again. An alternative lead was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.